Event description:
During the evaluation of a returned homechoice device, an issue of increased intra peritoneal volume (iipv) event was identified in the patient device therapy log: (therapy started date: (B)(6) 20/14/ cycle 4/ 1535 ml uf). Fill volume is 2500 ml. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This complaint is an ancillary service event. The homechoice device received a returned instrument testing evaluation (rite).  This evaluation included functional and electrical testing of the device. The reported difficulty of an increased intra peritoneal volume (iipv) event was confirmed through an event history log review. The cause was determined to be one or more cycles advances to next fill when slow / no flow occurred above the minimum drain volume threshold. If additional relevant information is obtained, then a follow-up MDR will be submitted.